Event description:
It was reported the patient was revised due to dislocation.

Manufacturer narrative:
Other device used: catalog #00801803602, versys femoral head, lot #61244813. No devices or photos received. No devices or photos were received; therefore, the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have bee made to obtain additional information however, no information has been received to date. Patient factors that may affect the performance of the components such as bone quality, type of activity (low impact vs high impact), and relevant medical history are unknown. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Consider the investigation closed.